Event description:
The hcp was unable to recharge the implantable neurostimulator, and it was replaced (please see MFR. Report #3004209178-2008-04935). During surgery, a new neurostimulator was placed in the field. Impedances on electrodes #9, 11, and 13 were greater than 10,000 ohms. The hcp cleaned the ends of the extensions and reinserted the extension in the bottom port of the neurostimulator. Impedances were greater than 10,000 ohms on all the electrodes. Three other extensions were trialed, each resulting in high impedance readings. Device troubleshooting included cleaning the contacts, testing the device system with an external neurostimulator, and reinserting the extensions in the neurostimulator ports. There were no difficulties inserting the extensions. Please see MFR. Report # 3004209178-2008-06988. A second replacement implantable neurostimulator was implanted. High impedance measurements were read. The original extensions were re-implanted. Impedances were within normal ranges except for bipolar pairs involving electrode #4.